Event description:
It was reported that a ceramic liner and/or femoral head fractured. The revision operation is planned for (B)(6) 2015. Update indicated that the patient visited the doctor after complaints about the right hip. Medical intervention was done on (B)(6) 2015. Broken trident alumina insert and alumina femoral head were removed and replaced by: 623-00-32e lfit v40 femoral head 32mm +4 and 6260-9-232 trident 0° x3 polyethylene insert.

Manufacturer narrative:
A medical review was performed and concluded that this event is not device related and the root cause of failure is associated with cup malposition. The catalog number and lot code of the cup were not provided but the cup was identified to be a trident shell. The review of the provided x-rays concluded that impingement between stem neck and cup rim due to cup malposition in absent anteversion caused subluxation in the arthroplasty leading to an overload condition in the ceramic surfaces as caused by point contact between ceramic head and liner during subluxation. This overload condition caused the ceramic liner to fracture and as such is a procedure-related failure mode as related to surgical technique. No evidence for either patient-related or device-related factors as also supported by the mar findings of the returned ceramic devices. Remains implanted.